Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt connector latch was unable to connect to a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to connect with a monitor) has been confirmed. Upon investigation the electrode belt was unable to connect to a monitor. The cause for the failure was isolated to bent pins on the trunk cable connector. The root cause for the bent pins could not be positively identified. No adverse event resulted from the defective electrode belt.